Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, salmonella spp. Bacteraemia can lead to abscess formation in at risk patients. [(B)(4)].

Event description:
Article received titled "salmonella typhimurium: a rare cause of mesh related infection". The article reported the management of an immunocompromised patient who developed salmonella typhimurium mesh-related infection that was complicated by abscess formation. Adverse events noted in the article included infection, abscess and incision and drainage.